Event description:
It was reported that the patient experienced mechanical issues with an inflatable penile prosthesis (ipp). The patient decided to only remove the device. During the procedure the reservoir was empty however the source and cause of the fluid loss was not identified. The explant procedure was completed successfully with no clinical consequences to the patient.